Manufacturer narrative:
On 09/22/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 09/23/2016 a medtronic representative, following-up at the site, reported speaking with the surgeon who reported navigation appeared accurate during the t4-pelvis deformity procedure, however, the confirmation spin showed 3 screws were misplaced on the right side at t6, t7, & t8. One was medial and 2 were inferior to plan. The screws were off by about 5 millimeters. All other screws were accurate. The surgeon repositioned the screws using the confirmation spin. There was a 10 minute delay in therapy. No adverse impact to the patient, no medial breach. The spine clamp was positioned on t11. The surgeon said he may have bumped the frame. On 10/04/2016 a medtronic representative, following-up at the site, reported the surgeon was only inaccurate on one of the three spins. The medtronic representative stated the site has also had successful procedures subsequent to the reported event. On 10/05/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. The inaccuracy was noted toward the end of the procedure. The site suspected the surgeon may have bumped the frame. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less 10 minutes. There was no impact on patient outcome.